Manufacturer narrative:
The reported event of low pacing impedance was confirmed. Final analysis found that as received, a partial lead was returned in two pieces for analysis. Electrical testing did not find any indication of conductor fractures however an internal short was noted on the distal portion. Destructive analysis found damaged inner insulation at the suture tie region. The cause of the reported event was due to damaged inner insulation due to overtighten suture consistent with procedural damage.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited low pacing impedance measurements. The rv lead was then removed and replaced. The patient was in stable condition throughout.